Event description:
Pt to surgery for embolectomy, lt leg, torcon catheter/sheath removed by surgeon. During procedure, noted that approx three inch segment of catheter had remained in leg and lodged. This segment was removed.